Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, noise causing pacing inhibition was observed on the right ventricular lead. The noise was reproduced with isometrics. The lead was capped and replaced on (B)(6) 2020. There were no patient consequences after the procedure.